Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the symptoms were worse. The patient turned up stimulation to 1.4 and felt more rushing tingling like a pen sticking the patient down their leg into their toe area. After the increase in stimulation, the patient noticed they had more trouble having a void, had to start pushing to have a void, and had a lower amount released. The patient asked if they should constantly feel the flutter. It was reviewed that different placements on the nerve would have a flutter reaction in different bicycle seat areas, and that the patient should not feel pain or discomfort from the stimulation setting and that the flutter should come and go and not remain constant. The patient was advised to lower stimulation down to .9 and allow a full 24 hours to see if there were any changes with the pen sticking feeling down their leg and into their toe. The patient was advised to speak with their doctor. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.